Event description:
When the technical supervisor booted up the monitor and fitted cable and catheter, the pressure on screen went to 305 mmhg. It also came up with an error message e2057 'sensor board failure detected.' The catheter had been used to successfully test the other cam02 units. He rebooted the monitor and the fault was still evident. Additional information was received on (B)(6) 2014 with the following: patient age and gender were unknown. The type of procedure was an insertion of catheter for intracranial pressure. Replacement monitor was available; the catheter had been used to successfully test the other cam02 units.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.